Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated above the pumping segment during an unspecified chemo infusion at a rate of 100ml/hr.the event occurred in the cancer clinic. Although requested, no further details were provided by the customer for this event.

Event description:
It was reported that the tubing separated above the pumping segment during an unspecified chemo infusion at a rate of 100ml/hr. The event occurred in the cancer clinic. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer complaint of tubing separated above the pumping segment was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the upper fitment. The root cause of this failure was not identified as no product was returned.